Event description:
I had coolsculpting/zeltig done on my upper abdomen in early 2015. I was told there were no side effects to worry about. I am (B)(6) and worked out entire life. Only had small area of stomach that would not go away. I was told I was perfect candidate. After 2 months, I noticed 2 hard areas of fat around belly button that would not go away. There is also a right area where you can actually see where applicator was placed. I went back to the med-spa (who have been wonderful) and they spoke with zeltiq rep who recommended doing the procedure again, but with small application piece. I redid the procedure in (B)(6) 2015 and no change. I then met with staff and rep from zeltiq. The rep acted as if she had never heard of this side-effect and suggested it was due to more body fat on one side, which made no sense. She brought a "flat" applicator piece and again, I had to go through another procedure with no results. I have now consulted a plastic surgeon and he stated it is most likely hyperplasia and I would need liposuction or some other procedure to fix this. He had heard this was a rare side effect, but had never seen it on actual pt. He took pictures and noticed even smaller lumps I had not noticed. He recommended message to the area and waiting until (B)(6) 2016 (a full year from original procedure) to make sure swelling or any side effect would have subsided. I am scheduled to see him again in (B)(6). The med-spa has filed a report to coolscupt/zeltiq and the doctor is investigating as well. I paid for the first two procedures and was not charged for the third procedure. I should not have paid for the second procedure, and am now worried about medical bills for liposuction surgery. This company has known this was a side effect and yet it is not discussed or mentioned in any brochure of by medical staff. This procedure has deformed my stomach and caused great stress, not to mention the pain of the procedures and having to have an add'l surgery to correct my stomach. I have photographs from each procedures. There are not tests or lab results.